Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance as maintenance procedures were not followed per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the electric pen drive device was not working. During an in-house engineering evaluation, it was observed that the device did not function properly, failed hand switch test, did not always stop running when the hand switch was released, unable to reprogram hall sensor, and had corrosion on control unit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.